Event description:
It was reported that the artificial urinary sphincter (aus) balloon was explanted because the patient experienced increased incontinence over several months. The balloon was tested in surgery and was found to have a leak. The balloon was removed and replaced. All of the other components were tested and determined to be good. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that the artificial urinary sphincter (aus) balloon was explanted because the patient experienced increased incontinence over several months. The balloon was tested in surgery and was found to have a leak. The balloon was removed and replaced. All of the other components were tested and determined to be good. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.